Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of air bubbles from the reservoir. The customer's blood glucose reading was 78 mg/dl. The customer stated that she had air bubbles while filling up her reservoir. The customer stated that the approximate sizes of the air bubbles are 3 quarter inch bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer was assisted with inserting the infusion set and rewinding the pump.